Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in 2005. The lens was explanted in 2007 due to inadequate vaulting. A cataract had developed and the surgeon removed the cataract, and an iol was implanted. The pt's post-operative best corrected visual acuity is 20/20.